Manufacturer narrative:
The reported complaint of failing calibration for low accuracy could not be confirmed or reproduced. Review of the device error log showed no recent errors were recorded. Review of the suspect device event log showed, prior to the issue being reported, the suspect device was in use on 17 march 2020. During multiple programmed infusions of unknown medications at a rate of 125 ml/hr, the suspect device experienced multiple alarms for partial patient side occlusion, patient side occlusion, flo stop open, air in line, and check IV set. None of the infusions completed before the device was channeled off. Inspection of the suspect device showed no anomalies with the pumping mechanism. Testing showed the device was performing in specification. The device was not being used for treatment purposes. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was a patient involvement.

Event description:
It was reported that the device failed calibration and the rate accuracy is low.